Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 14-may-2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found the water tank had a crack. The investigation found that the water pump runs very noisily and sometimes blocks. As a result, there is no water circulation and the overtemperature alarm sounds.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a problem with one of the solution heaters that alarms and heats up intermittently. It seems that there is a false contact. The problem of warming has occurred during operation; in an unpredictable way the device stops heating and becomes alarmed. There was patient involvement, no patient was burned, but difficulties in maintaining body temperature of patients due to this dysfunction. There were no clinical consequences for patients.